Event description:
The patient underwent implantation of a synchromed pump and catheter in 1999 for intrathecal infusion of baclofen for intractable spasticity. In 2001, the pt underwent a catheter replacement and experienced coma post-operatively. The pump was stopped for two days and the patient recovered within a couple of hours after stopping the pump. The pt's condition is improved with no sequelae.